Event description:
The patient indicated that the generator's battery is near its end-of-service because the patient seizure frequency has increased slightly and the patient thinks the generator "goes off erratically". The patient also stated that patient wants a replacement generator.